Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. The visual inspection found no defects, and the functional evaluation found no fault. This evaluation was not able to establish a relationship between the failure reported and the device. The device was fully tested and performed within expected parameters. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. A clinical/medical assessment has been conducted and the findings are: ¿the photos of the device and label provided were reviewed. Per report, the patient requested the device removal at nine days instead of the 15 days ordered by the doctor. Neither the requested clinical information, labs nor would the photos of the wound dehiscence, were provided for inclusion in this medical investigation. Therefore, the causal relationship between the s&n device and the reported issue cannot be confirmed. No further clinical assessment is warranted at this time based on information provided. Should any additional medical information be provided this complaint will be re-assessed.¿ a risk management review has taken place in relation to this complaint, the failure reported is captured within the file and it is deemed that no further action is required at this time. A review of the instructions for use found adequate warnings, precautions and instructions on steps to be taken in relation to this event. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. This investigation has now been closed and recorded as no fault found. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on several occasions, it was necessary to change the canister because the console indicated full canister (while the canister was empty). The therapy has been discontinued at the request of the patient who could no longer tolerate the alarms. Wound dehiscence. Has been observed on (B)(6) and the patient was convinced that it was the treatment that caused it. The device will not be returned. The treatment has been stopped on day 9. It was initially planned for 15 days.